Event description:
Pt revised for loosening, pain, stiffness and patella crepitus.

Manufacturer narrative:
Examination of the submitted device found evidence suggesting micromotion and/or loosening at the cement/implant interface while in vivo. The investigation could not draw any conclusions about the device loosening. A search of the complaint database did not show any additional reports against the product lot code. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.